Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensors. The customer sates they received change sensor, lost sensor and calibration errors. The customer states their device had gone into threshold suspend. The customer's blood glucose level at the time was 151mg/dl. The customer's sensor reading was 40mg/dl. The customer's blood glucose level was 71mg/dl. Troubleshoot was conducted and the cannula was noted to bent. The customer was advised the sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications. Also found cannula bent. Unable to confirm that the customer received sensor in said condition due to customer returned sensor opened/used.